Event description:
It was reported that a spectrum pump was alarming for system error 105. It was further reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of system error 105 was confirmed. This deficiency was caused by a failed motor (flex). The motor will be replaced to correct the problem.